Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. The patient reported that her recharger ¿stopped working¿ meaning her ins battery wouldn¿t charge up despite charging for several hours. The patient reported that she tried charging her ins on the night prior to the report with 6-8 coupling bars for several hours but the ins battery wouldn¿t charge up fuller. The patient reported that she was getting 6-8 coupling bars when charging and also monitored them to make sure she didn¿t lose coupling. The patient reported that she normally had to charge once a week, but this problem only started recently. The patient reported that she did fall over a gate about a week and a half ago, but didn¿t fall on her back. It was noted that the fall could be related to the issue. The patient was redirected to their healthcare provider (hcp) for further troubleshooting and to check the ins battery. No further complications were reported.